Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist stated that multiple attempts had been made to contact the customer. As there was no response received from the customer, the case was closed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders not crossed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.